Manufacturer narrative:
Additional information: section b.3, d.9 the recipient was reportedly reimplanted on (B)(6) 2025 with another advanced bionics cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a mastoiditis infection. As a result of the infection, the pressure equalizing (pe) tubes are blocked. The recipient is presenting with redness and swelling. The recipient was treated with antibiotics (type unknown); however, the issue did not resolve. The infection is not believed to be device related but a result of recurrent ear infections and blocked pe tubes. The recipient is currently wearing the device. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. The recipient's device was explanted. The recipient is healing. The recipient will be reimplanted at a later date. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.